Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10107 et tube, cf, 3.5 for investigation. The returned et tube was visually examined with and witho ut magnification. Visual examination revealed that where the inflation line enters the tube, the inflation line sits lower inside the tube which causes an occlusion of the inner diameter of the tube. It could not be determined what caused this issue, but a non-conformance has been opened at the manufacturing site to further investigate this issue.

Event description:
It was reported that "the anesthesia teacher used the product to perform surgical treatment on the patient. During bronchoscopy, it was found that the inner diameter of the product did not reach 3.5mm, bronchoscopy cannot go through and it could not be used normally". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the pictures, it was confirmed the defect reported by the customer "occlusion - kinked". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the anesthesia teacher used the product to perform surgical treatment on the patient. During bronchoscopy, it was found that the inner diameter of the product did not reach 3.5mm, bronchoscopy cannot go through and it could not be used normally". No patient injury or harm reported. Patient condition reported as "fine".